Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. Event problem and evaluation codes: (B)(4). Method: (process evaluation): work order search results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -05.00 diopter, in the patient's right eye (od) on (B)(6) /2015. The lens was explanted on (B)(6) 2015 due to the patient experienced extremely severe dysphotopsia. The patient is experiencing concentric rings at all light conditions. The reporter indicated the patient has very lively pupil with incidentally large diameter in low light conditions.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was likely to have contributed to the complaint. The product was not returned to staar for evaluaton. No definite root cause was determined. Per medical review - there is not enough clinical information to determine the exact root cause of this event, however several factors may have contributed to reported symptoms: mismatch between oz and pupil, icl port-related dysphotopsias, shadows, distortion secondary to uncorrected residual error, iol defects on the optic surface, etc. Glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. Glare and halos may also be perceived more due to the increased clarity of vision after icl surgery or if the patient has retained astigmatism. Another factor could also be the effective optical corneal zones (eocz) of the icls, which have a maximum diameter of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms of glare and halos due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. The 0.36mm hole at the center of the icl has been compared to the icl without a hole which showed that differences in modulation-transfer functions (mtf) are small and clinically negligible.glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusion: based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).